Event description:
It was reported the pt is no longer receiving effective stimulation. An sjm representative met with the pt and lead diagnostics showed multiple low impedances and multiple high impedances. Reprogramming was able to capture stimulation but not adequately. X-rays were taken and the pt is pending follow up with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.